Event description:
It was reported by the user facility that they had an ambulance involved in a vehicle accident. It was reported that the frame of the cot experienced a complete break and the cot became separated from the ambulance as a result of the ambulance accident event. It was reported that the patient that was being transported on the cot expired. Further information regarding this event was not provided by the user facility

Manufacturer narrative:
The device has not been made available for evaluation.